Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective as a result of user mishandling. Visual inspection was performed and found damaged load plate cover as a result of mishandling. In addition, the front and bottom enclosures were noted damaged, unrelated to the reported issue. To remedy the damage, the load plate cover and front and bottom enclosures need to be replaced. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message after performing compressions for a short period of time. The patient was repositioned and the platform was powered off, however, the customer was not able to clear the error message. The use of the autopulse was discontinued and manual CPR was performed. No known impact or patient consequence was reported.